Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was returned to fph in (B)(6) for investigation. The chamber was visually inspected for the reported damage. Results: a horizontal crack was observed around the base of the chamber dome below one of the ports. The crack was located between the bracket and one of the ports. No evidence of chemical cleaning was found, but the customer stated that it was possible that the chamber got in contact with purell hand sanitizer conclusion: we were unable to determine the actual cause of the crack. However based on the information provided by the customer it is possible that the chamber was in contact with a solution containing alcohol which resulted in stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a distributor that they found a crack on the chamber dome while administering nasal high flow therapy to patient. There was no patient consequence.